Manufacturer narrative:
Once an investigation is completed and a supplemental report will be submitted. Manufacturer internal reference number: (B)(4).

Event description:
It was reported from the office of dental 1 that a hahn tapered implant ø4.3 x 10 mm experienced an issue after healing abutment placement. The patient was reported as a 46-year-old female with a medical history of smoking. Reportedly, the implant never connected to the prosthesis. The implant was replaced. No abnormalities with the implant or packaging were reported.